Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. The returned quartz was powered on and audible beep was observed to indicate a successful boot. Communication was established and a known-good catheter was connected and the reported event was confirmed as no contact force was observed. Fiso diagnostic displayed that fiso module on slot 3 was degraded. Internal inspection verified all fiso modules were functional. It was discovered the orange internal cable for fiso module on slot 3 was non-functional. The cable was temporarily replaced with a known-good unit and functionality was restored as valid contact force was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and investigation performed, the root cause was isolated to the orange internal wiring for the fiso module on slot 3.

Event description:
During an atrial flutter ablation procedure while prepping the catheter for insertion, the tactisys was unable to display contact force readings. The catheter was exchanged, but the issue persisted and the flutter portion of the case was abandoned with no adverse consequences to the patient.